Manufacturer narrative:
The rotalink plus unit was returned to site for investigation connected together with the rotawire. Visual examination of the rotalink plus revealed no cuts or kinks on the air hose, infusion hose or fiber optic cables of the unit. A tug test was performed and no issues were noted. A connect/disconnect test was carried out and no issues were noted. A test guide wire was inserted in the plus device. No issues were noted during the guide wiring of the device. The bur was microscopically examined and the bur annulus was misshapen and flared. The damage to the bur is consistent with the bur coming into contact with the rotawire. A scratch test was performed to confirm if the returned bur's cutting action was acceptable. The diamond plated area of the bur was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the bur came into contact with the side of the blade was noted. This confirmed that the bur's cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2009-07405. Event was determined to be reportable based on analysis completed on 11/23/2009. It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty loading the rotalink plus over the rotablator guide wire was encountered. The procedure was successfully completed with another of the same rotalink plus and the same rotablator guide wire. It was further reported that the rotablator guide wire fracture did not occur inside the pt. No pt injuries or complications were reported. The pt's status was reported as "good." Returned device analysis revealed a fractured rotawire.